Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure using a indigo system pump max canister kit (canister). During the procedure, while in use with an aspiration tubing, the physician reported that there was no aspiration into the canister; therefore, the canister was removed. There was no reported damage on the canister. The procedure was completed using a new canister and the same aspiration tubing. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: one of the white suction connectors was missing. The canister tubing and one side of the in-line pump filter had blood inside. The inside of the canister lid filter was coated in blood. Conclusions: evaluation of the returned device revealed that the canister tubing filter and the canister lid filter both had blood inside. This failure likely occurred due to improper connection of the canister tubing and aspiration tubing to the canister during use. If the aspiration tubing is connected to the aspiration pump tubing nozzle instead of the patient nozzle during use, the lid filter would become filled with blood, and airflow will cease. The aspiration tubing and the canister tubing were likely switched to their correct nozzles after blood entered the canister lid filter, which allowed blood to flow into the canister tubing and inline filter. Penumbra devices are visually inspected during quality inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.